Manufacturer narrative:
The device was returned to resmed technical service center in (B)(4) and an evaluation was performed. The device evaluation was not able to reproduce the battery alarms and no fault was found with the battery. The device was serviced and returned to the customer. The device logs were sent to the manufacturing facility in (B)(4) for an extensive engineering investigation. The reported battery inoperable alarm and reset event were confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device alarm was triggered indicating a battery issue. The battery alarm resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.